Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 22.0 mmol/l and 23.5 mmol/l (compact plus meter) and 8.8 mmol/l and 8.8 mmol/l (hospital meter). No adverse event reported. The test strip lot number was not provided. The product is not expected to be returned for product evaluation.